Event description:
During a pulmonary vein isolation procedure using a swartz braided transseptal introducer, an air embolism was noted. After successful double transseptal punctures were performed with a non-sjm introducer and a swartz braided introducer, the pt developed st elevation and 3rd degree av block. Fluoroscopy also revealed air emboli in the coronary arteries. CPR was performed and the air was successfully aspirated with an angiography catheter, which stabilized the pt. The pt suffered no permanent injury. No issues were noted with the introducers during preparation or during the transseptal punctures.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info rec'd, the cause of the reported air embolism could not be conclusively determined. Per the IFU, air emboli are a known inherent risk of the transseptal technique.